Event description:
Reporter alleged the customer obtained a blood glucose result of 112 mg/dl on the complete system, however, was experiencing hypoglycemic symptoms at the time. Reporter stated the customer was sweaty and shaky at the time and when he was tested on a different system, type not provided, a result of 46 mg/dl was obtained. Reporter indicated she gave the customer some juice because he was unable to self treat. No other actions were reportedly taken or treatment was received by the customer. A request was made for the return of the suspect device and replacement product was sent.